Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported a u by kotex click of unknown absorbency pledget fell apart with partial string detachment. Consumer did not seek medical attention nor report any symptoms from the incident.